Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4), awareness date 06-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted in 2009. Consumer stated that when she had essure implanted in 2009 she weighed about (B)(6) lbs, worked out 5-6 days a week and had regular periods with minimal cramping (this was without using any hormonal birth control, so this was how her periods were). A little over 2 years after implantation, she started to experience heart palpitations, dizziness, daily nausea, sleep disturbances and pelvic pain. After a couple of years of this, she started to get joint pain, muscle weakness, muscle pain, exhaustion to the point where she felt like she was moving through quick sand every day; she could not stay up past 8:30 pm because she was so tired. She had increased pelvic pain; periods every two weeks and was passing blood clots the size of flattened tennis ball. Then from 2013 to 2015 she gained rapidly 100 lbs from her starting weight (with eating healthy and exercising). Multiple tests: MRI for multiple sclerosis, rheumatoid tests to test for arthritis because of her constant joint pain, lyme disease, stress test for her heart palpitations, thyroid tests, blood work, etc. All came up with nothing. It wasn't until she had a stabbing pain in middle lower pelvis where she considered going to the emergency room did she start to wonder if it was essure. After months of more tests and more pain, she was finally able to get a hysterectomy to have essure removed. She woke up from surgery with the pain she had lived with for years gone. The pathology report stated cysts in fallopian tubes, uterus and cervix, adenomyosis and pelvic congestion (more than normal blood vessels to uterus). After removal, the pain, dizziness, stomach cramps and nausea were gone. Company causality comment: this non-medically confirmed case report identified during monitoring of posts on an FDA hosted docket website, refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (stabbing pain in middle lower pelvis). This event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case a couple of years after insertion, she started to present pelvic pain. She had a stabbing pain in middle lower pelvis and other non-serious events. Then, she underwent hysterectomy to get essure removed and after that, the pain had gone (positive dechallenge). Considering event's nature and positive temporal relationship and dechallenge, causality with essure use cannot be excluded. Since essure removal was required (via hysterectomy), this case is regarded as incident. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed case report identified during monitoring of posts on an FDA hosted docket website, refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (stabbing pain in middle lower pelvis). This event is serious due required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case a couple of years after insertion, she started to present pelvic pain. She had a stabbing pain in middle lower pelvis and other non-serious events. Then, she underwent hysterectomy to get essure removed and after that, the pain had gone. Considering event's nature and positive temporal relationship and dechallenge, causality with essure use cannot be excluded. Since essure removal was required (via hysterectomy), this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring